Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were some episodes of noise. The right ventricular (rv) lead was also noted to have increased impedance. Review of device data indicated that the noise was on both the atrial and ventricular channel and electromagnetic interference was suspected. Some reprogramming was performed to change detections for ventricular tachycardia. The device and lead remain in use. No patient complications have been reported as a result of this event.